Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the observed issue could not be determined, as there was no observed deformation that might result in the retention of foreign material and no additional facility reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the air and water supply failure, had separation on the evis lucera gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not reproduced. During the evaluation it was found that a foreign object was inside the nozzle. Additional findings were as follows: due to clogging of nozzle, air supply volume does not meet the standard value, due to wear of angle wire, bending angle in up direction does not meet the standard value, the connecting tube, the plastic distal end cover, the protector of universal cord on scope-connector side, the scope connector cover, the lock engagement lever, the free/engage knob, the right/left knob, the up/down knob, the switch box, the scope cover, the scope connector, the universal cord, the grip, the control unit, all has a scratch, the adhesive around objective lens is peeled, the objective lens, the control unit both has discoloration, due to clogging of nozzle, water removal ability does not meet the standard value, the adhesive on bending section cover has a chip, due to wear of angle wire, the play of up/down knob is out of the standard value, due to damage on charge-coupled device unit, the image has white dots, and due to dirt on objective lens, there is a lack of image on the monitor. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.